Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown reason. This rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown reason. This rv lead was replaced. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted in connection with an upgrade to a biventricular implantable cardioverter defibrillator (ICD) system.